Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the prime and rewind goes slower. The customer's blood glucose was unknown. There was unexplained no delivery alarm. The battery life was diminished. The insulin pump will not be returned for analysis.